Event description:
Device report from synthes reports an event in australia as follows: it was reported that on (B)(6), 2023, while using the ria 2 in a humerus with a 10mm head, the yellow reaming shaft seal started to break up into tiny pieces. Some stayed inside the tube assembly and some escaped onto the patient drapes. When the case was over, very little graft had been retrieved and the seal was broken and welded into the drive shaft. The surgeon complained tat the power tool was getting really hot, so the non-synthes system 8 handpiece was changed to a non-synthes 8 rotary handpiece and a large battery. The surgeon was asked if he was concerned that the plastic was getting into the graft, and he was not and the case proceeded. The surgery was not delayed and was completed successfully. Fragments generated were removed without additional intervention. A non-synthes reamer was opened to get across the fracture site as the ria2 wouldn¿t advance. This report involves one ria 2 bone harvesting kit 520mm sterile. This is report 1 of 1 for pc: (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D2b: additional device product codes: hrx. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a followup medwatch will be filed as appropriate.

Event description:
It was further reported that less than expected graft was retrieved to pack into the fracture site. No fragments were retained in the patient. They were washed out after the harvest was complete. There was a couple of minutes of surgical delay due to the power tool getting very hot in the surgeons hand and having to be exchanged.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6 investigation summary: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual inspection of the device and attached photos found the ria 2 bone harvesting kit l520 handle broken from the plastic section, the overall device seems with signs of use. A dimensional inspection was not performed due to it is not applicable to the complaint condition. The observed condition of the device was consistent with a component failure that may have been caused by exposure to unintended forces. The overall complaint was confirmed as the observed condition of the device would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to component failure , and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history: part: 03.404.000s. Lot: 8031p46. Manufacturing site: werk selzach. Supplier:(B)(4). Release to warehouse date: 20 sep 2023. Expiration date: 01 sep 2024. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.